Event description:
Pt admitted to hosp for abdominal distension, vomiting, and bloating. This is the fifth admission in the last 2 months for these symptoms. Pt had surgery for diagnostic laparoscopy resulting in lysis of adhesions and repair of internal hernia. During surgery it was noted that the springs on the kugel patch had failed. These springs were removed. Postop diagnosis was intermittent partial small bowel obstruction.